Manufacturer narrative:
The following repair and service diagnostic codes were identified. Cracked/peeling insulation at middle of shaft. Replaced handle. This does confirm the alleged failure mode of: insulation damage. Probable root cause: "poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life." The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the insulation at the middle of the shaft was cracked/peeling.